Manufacturer narrative:
Investigation summary - cubby beds made multiple attempts (2 by email and 1 by phone) and were not able to attain more information about the damage to the technology hub that could be relevant to determining the root cause. The mother gave no indication that an injury occurred or that medical intervention was required. Information obtained during the investigation (including photographs of the damaged technology hub and power cord) confirmed the technology hub housing was broken and the cord had what appears to be black electrical tape in approximately 10 places. The product was not returned for evaluation. Root cause - the root cause of the reported event is unable to be determined with the information made available during the investigation. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
Complainant reported that their child was able to loosen the technology hub's assembly thumb screws, damage the front plate, remove the camera adapter power cord, and chewed the cord. "He somehow was able to loosen a screw and break off the bottom of the light cover and then he got a hold of the camera power adapter and chewed the cord." The reporter confirmed that no adverse event or injury resulted from the reported event.